Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) was progression of the disease, per the physician. The reported tricuspid regurgitation and atrial fibrillation are cascading effects of the slda. The reported patient effect of tricuspid regurgitation and atrial fibrillation, as listed in the triclip g5 system instructions for use, are known possible complications associated with triclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, 2 triclips were implanted successfully. The tr was reduced to grade 1 post procedure. On approximately (B)(6) 2026, the patient returned symptomatic with atrial fibrillation. Follow up revealed that the second clip had single leaflet device attachment (slda) from the septal leaflet. Recurrent tr of grade 2 was reported. There was no clinically significant delay reported.